Event description:
It was reported on (B)(6) 2013 that while a surgeon was performing an orif (open reduction internal fixation) ankle procedure, four 2.7 mm va locking screws (self tapping; variable lengths) could not be locked to the 2.7mm locking compression plate - lateral distal fibula plate (part # 02.118.404, lot # 714285). As a result, the plate was not implanted since it did not function intraoperative. The surgical team had a 2nd fibula plate and set of locking screws immediately available for use. It was reported the surgeon had attempted to make initial plate and screws work together during surgery; his efforts lasted 20 minutes than he removed the initial plate and replaced it with a new plate and locking screws. The surgery was successfully completed with the 2nd plate and locking screws. The procedure time was delayed by 20 minutes. The patient outcome was good. There was no report of harm or injury to the patient. No additional information was provided. This is report 5 of 5 for complaint (B)(4).

Manufacturer narrative:
(B)(6). Additional product code: hwc. Undetermined, the part lot # has not been identified. Returned to manufacturer on 12/13/2013. Date received by manufacturer 12/2/2013. The investigation could not be completed, no conclusion could be drawn, as the product is entering the complaint system. Placeholder.

Manufacturer narrative:
The device is used for treatment, not diagnosis. (B)(4)the product development event evaluation was performed on five parts : (1) 2.7mm va-lcp lateral distal fibula plate/5 holes/right (part # 02.118.404, lot # 7114825), (2) 2.7mm va lckng screw slf-tpng with t8 stardrive recess 18mm (part # 02.211.018, lot # unk), (3) 2.7mm va lckng screw slf-tpng with t8 stardrive recess 16mm (part # 02.211.016), lot # unk), 4) 2.7mm va lckng screw slf-tpng with t8 stardrive recess 14mm (part # 02.211.014, lot # unk), and 5) 2.7mm va lckng screw slf-tpng with t8 stardrive recess 14mm (part # 02.211.014, lot # unk) were received for evaluation with complaint category "does not function" it was reported that while a surgeon was performing an orif (open reduction internal fixation) ankle procedure, four 2.7 mm va locking screws (self tapping; variable lengths) could not be locked to the 2.7mm locking compression plate - lateral distal fibula plate (part # 02.118.404, lot # 714285). As a result, the plate was not implanted since it did not function intraoperative. The surgical team had a 2nd fibula plate and set of locking screws immediately available for use. It was reported the surgeon had attempted to make initial plate and screws work together during surgery; his efforts lasted 20 minutes than he removed the initial plate and replaced it with a new plate and locking screws. It was noted the engineering drawing rev c sheets 5 of 5 were reviewed during this evaluation. The plate was fabricated from cold worked, implant quality electro-polished 316l stainless steel which is typical material used for a plate of this type. The plate was etched for passivity. The design has been found to be adequate for the intended use and did not contribute to the effects noted in this complaint. The evaluation concluded: the damaged plate and screws were most likely the result of stripped threads due to misalignment of the screws heads during implantation.

Manufacturer narrative:
A manufacturer evaluation was completed. The returned screw was inspected/stated as having damage on head thread. The screw measures 14mm therefore is part number 02.211.014 not 02.211.012 as indicated on the complaint. The report concluded: due to damage on the head thread the head threads or head profile could not be checked. Brand changed from 7mm va lckng screw slf-tpng with t8 stardrive recess 12mm to brand changed from 7mm va lckng screw slf-tpng with t8 stardrive recess 14mm.product # change from 02.211.012 to 02.211.014.

Event description:
Update 3/4/2014: additional information: the manufacturer evaluation indicated the part is 02.211.014 (7mm va lckng screw slf-tpng with t8 stardrive recess 14mm).